Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pusher wire was broken. A 177cm coil pusher-16 was selected for use. During the procedure, it was noted that after delivering three coils, the distal portion of the pusher wire became broken. The procedure was completed with another of the same pusher wire. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection noted the coil pusher was not broken. No issues were identified with the coil. Microscopic inspection of the gold tip marker noted no damage. In addition, the zapped ball was visible with no damage. Dimensions that could be measured were observed to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the pusher wire was broken. A 177cm coil pusher-16 was selected for use. During the procedure, it was noted that after delivering three coils, the distal portion of the pusher wire became broken. The procedure was completed with another of the same pusher wire. No patient complications were reported and the patient's status was stable.